Manufacturer narrative:
(B)(4). Baxter's device evaluation is in progress. When complete, a supplemental report will be submitted.

Event description:
It was reported that a pump alarm system error 322 while the device was on the patient and was immediately replaced with a new device. The customer has stated that there was no pt injury.